Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: the pump was returned with a cracked display screen. During testing, the pump powered on to a blank display screen with functioning auditory and vibratory features. The pump powered on with a test display screen to a fully functioning display screen. The complaint regarding the lines through the display screen could not be adequately investigated due to the blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.